Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath, lot# unknown, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported the reservoir volume discrepancies at the previous refills were as follow: 2023-05-30 volume filled: 20 ml, erv: 4.8 ml, arv: 6 ml 2023-03-10 volume filled: 20 ml, erv: 2.8 ml, arv: 4 ml 2022-11-08 volume filled: 20 ml, erv: 22 ml, arv: 24 ml 2022-05-12 volume filled: 40 ml, erv: 26.1 ml, arv: unknown 2021-11-12 volume filled: 40 ml, erv: 27.3 ml, arv: 29 ml 2021-05-14 volume filled: 40 ml, erv: 19.4 ml, arv: 21 ml 2021-02-15 unknown 2020-11-20 volume filled: 40 ml, erv: 3.6 ml, arv: 7 ml 2020-08-11 volume filled: 40 ml, erv: 3.2 ml, arv: 6.5 ml 2020-05-01 volume filled: 40 ml, erv: 4.7 ml, arv: 8.2 ml 2020-01-24 volume filled: 40 ml, erv: 7.2 ml, arv: 10 ml 2019-10-25 volume filled: 40 ml, erv: 4.7 ml, arv: 8.5 ml 2019-07-19 volume filled: 40 ml, erv: 4.8 ml, arv: 8.5 ml 2019-04-12 volume filled: 40 ml, erv: 7.2 ml, arv: 9.5 ml 2019-01-11 volume filled: 40 ml, erv: 6.9 ml, arv: 9.6 ml it was reported the catheter problem that was diagnosed was a possible blockage/obstruction. The diagnostics/troubleshooting performed was a bolus was given. There were no known factors that might have led or contributed to the catheter problem. It was reported the full catheter was replaced on (B)(6) 2021. It was reported the cause of the subsequent volume discrepancy that occurred on (B)(6) 2023 was not determined. The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider regarding a patient who was receiving an unknown drug via an implantable pump. It was reported that the patient's 40 ml pump was implanted in 2017. The date (B)(6) 2017 is considered an approximate date of pump implant (specific year known only). There was increasing residual pump reservoir volume difference with the pump fillings, after which a catheter problem was diagnosed. The date of the event / volume discrepancy was unspecified. The catheter was revised on (B)(6) 2021. The dosage was then titrated again. From may 2022 the pump was being filled with 20 ml, due to the filling interval. On (B)(6) 2023, for the first time again regardinga refill with filling 40 ml, the calculated (expected) pump reservoir volume was 5.9 ml and the actual reservoir volume aspirated was 9 ml.